Event description:
It was reported that the console display had an unexpected output. During a procedure, the rotapro console was displaying over 200,000 rpms on the display screen. However, it was noted that the speed sounded closer to 80,000 rpms. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotapro console. Visual examination of the device showed the enclosure had a few scratches on the front housing panel and the timer reset symbol had chip on it. The advancer electrical connector was loose and the unit failed the consumption leak test of the pneumatic kit. The air flow measured greater than specification. The system passed full functional and electrical safety testing upon replacing the front housing assembly, advancer electrical connector, and pneumatic kit. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the console display had an unexpected output. During a procedure, the rotapro console was displaying over 200,000 rpms on the display screen. However, it was noted that the speed sounded closer to 80,000 rpms. The procedure was completed. No patient complications were reported.